Event description:
The customer reported that they could not get the image on the screen static and then image went out during inspection for use involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.